Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and the helix was extended and bent. The helix could not be tested due to the helix was returned bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited loss of capture. It was noted that the lead had moved and the screw appeared to be bent/dangling from the tip of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.